Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years three months post vena cava filter deployment, a CT angiogram demonstrated bilateral pulmonary embolism. The patient underwent mechanical thrombolysis of the bilateral pulmonary arteries and was discharged twenty-three days post hospital admission. Approximately nine months later, the patient presented with chest pain and shortness of breath and was diagnosed with a pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, computed tomography revealed extensive bilateral pulmonary embolism involving the right and left main pulmonary arteries extending into lobular branches. On the same day patient was evaluated for abdominal pain. Subsequent, computed tomography revealed there was a filling defect noted in the inferior vena cava above the filter at the level of the renal veins suspicious for thrombus. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2010),g4 h11: b3,h6(patient, method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with pe was scheduled for vena cava filter placement. The right groin was punctured and the filter was deployed without incident. The patient tolerated the procedure well and no bleeding was seen at the access site. Approximately five years post filter deployment, the patient was admitted to the hospital for complaints of chest pain and shortness of breath. The patient went into cardiac arrest and acls protocol was followed. The patient was found to have had a myocardial infarction; as well as massive pulmonary embolism found on CT. A review of a CT angiogram nine months prior noted extensive bilateral pe. The patient underwent mechanical thrombolysis with tpa of the right and left pulmonary arteries and was discharged to another facility twenty three days post hospital admission. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: no device was returned. Images were not provided. Medical records were provided and reviewed. Approximately five years post filter deployment, the patient was found to have had a myocardial infarction; as well as massive pulmonary embolism found on CT. A review of a CT angiogram nine months prior noted extensive bilateral pe. Based on the medical records, it can be confirmed that the patient had pe after the filter was implanted. However, the overall investigation is inconclusive as it is unknown the origin of the pe and the filter's relationship to the pe. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure; acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four years three months post vena cava filter deployment, a CT angiogram demonstrated bilateral pe. Approximately nine months later, the patient presented with chest pain and shortness of breath, and was diagnosed with a pulmonary embolism. The patient underwent mechanical thrombolysis of the bilateral pulmonary arteries and was discharged twenty three days post hospital admission. No additional information surrounding this event was provided in the medical records received.